Event description:
It was reported that insulin leaked from the transfer guard of the reservoir. The reported blood glucose reading was 336 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.